Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for premature battery failure. Cpi minimum longevity at nominal settings with a 500 ohm lead is 77 months. The ipg has been implanted for 152 months.